Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. It was reported that the patient had been in the hospital and his condition rapidly deteriorated the morning of (B)(6) 2018. The patient was intubated and started on pressors. The critical care doctors and family decided to change the patient's status to dni after the patient's condition continued to worsen. Comfort care only was elected and the patient was extubated. Per review of the event, the patient's ECG recordings show that the patient's rhythm was sinus tachycardia with nsvt degrading to vf/vt with motion artifact at 10:43:26 pm. The patient was in vf/vt for approximately 3 minutes. The rhythm was not detected or treated due to a variable rate from 200 to 140 bpm, which fell below the treatment for threshold and motion artifact. The rhythm degraded to asystole at around 10:46:49 pm until the device was shutdown at 10:49:04pm on (B)(6) 2018.